Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: d1, h6 evaluation code result.

Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in used condition with both front corners of the top casing chipped out. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "system failure primary audible alarm background test" was found in the event log. Functional and visual testing was performed including the occlusion test.. The "system failure primary audible alarm background test" was not detected during occlusion testing. The speaker test levels were all within the required specifications. The customer reported product problem was therefore unable to be duplicated and the intermittency of the problem could not be determined. The j9 connector was fully seated and properly glued upon inspection. The speaker was replaced on the pump and the j9 connector was reglued as a preventative measure. The pump subsequently passed all functional and delivery testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical medfusion pump exhibited a system failure primary audible alarm. No patient harm was indicated at this time.